Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the xray tube. He performed a filament calibration. The system operates as intended.

Event description:
The customer reported there was an overload error on the doghouse.